Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 11 states, ¿wear and/or deformation of articulating surfaces.¿ number 14 states, ¿postoperative bone fracture and pain.¿ this report is number 1 of 7 mdrs filed for the same event (reference 1825034-2014-04786 / 04791, 04799).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2005 and revision procedures on (B)(6) 2005, (B)(6) 2008, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, and december 9, 2010 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, and loss of range of motion. Legal counsel for patient further reported patient underwent right total hip arthroplasty on (B)(6) 2013 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, dysfunction, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.